Manufacturer narrative:
One device was returned for repair in used condition. Physical evaluation of device found scratched lcd lens and scratched rear label. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. During functional test the device was working properly as intended. The reported problem " constant air in line error when there's no obstruction " was not duplicated. No problem was found. Performed standard preventative maintenance and uploading software to bring the pump into full functionality. Device passed all functional tests after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump had a constant air in line error when there was no obstruction. Per reporter, the software was updated to version 1.6 and the event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.